Event description:
It was reported that prior to the implant of a transcatheter valve using the left femoral approach, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the implant of a transcatheter valve, while using a dilator, a dissection was observed at the left iliac artery. Subsequently, the procedure was aborted. It was noted that the minimum diameter of the access vessel was 5.1 millimeters (mm). Per the physician, contributing factors included small vessel diameter, calcification, and advanced patient age.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve using the left femoral approach, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the implant of a transcatheter valve, while using a dilator, a dissection was observed at the left iliac artery. Subsequently, the procedure was aborted. It was noted that the minimum diameter of the access vessel was 5.1 millimeters (mm). Per the physician, contributing factors included small vessel diameter, calcification, and advanced patient age. Additional information was received that the dissection occurred during dilating with a non-medtronic (gore dryseal) sheath, and per the physician, the delivery catheter system (dcs) and guidewire were not the cause. No treatment was necessary, but the dissection will continue to be monitored and alternate access is being considered for the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.